Event description:
Product is reporting very low glucose. Verified with a blood stick and the product was off by more than 30 points. It had happened for the last 3 devices but none are part of a recall. Diabetes monitoring.